Event description:
A malfunction was reported on a pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reappeared.